Event description:
Reportedly, the subject ICD has been replaced due to infection of the patient. Since the device was included in clinical study, it must be returned for analysis, although there is no suspected issue. Note that associated leads were also removed.

Manufacturer narrative:
In previous follow-up MDR, date received by manufacturer was erroneous or missing: it should have been (B)(6) 2014.

Event description:
Reportedly, the subject ICD has been replaced due to infection of the patient. Since the device was included in (B)(6) study, it must be returned for analysis, although there is no suspected issue. Note that associated leads were also removed.

Event description:
The paradym crt sonr system (including all leads), subject of this report has been replaced due to infection of the patient. Since the device was included in clinical study, it must be returned, although there is no suspected issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.